Event description:
The patient returned with complaints that the penile implant that was implanted approximately a year ago would get as rigid as desired. On physical exam, it was found that more pumps than expected were required and the implant would not maintain the rigidity after about two minutes. The reservoir was tested intraoperatiely and found to be functioning well. The pump was replaced. The patient was discharged from the hospital with a followup scheduled in three weeks.